Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt's ECG "a","b" and front therapy electrode cable was severed between ECG "a" and the front therapy electrode. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) had a severed cable. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.